Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was making a 3 pitched sound that continued to repeat itself. During troubleshooting with tandem technical support customer hung up. Tandem technical support made multiple attempts to follow up with customer and was unsuccessful.